Event description:
Customer states they are seeing a stability issue with the mcv [mean corpuscular volume] and rdw [red blood cell distribution width] not being stable past 16 hours.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No batch number was provided by the customer. No data was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.